Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on an 8mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured around eight atmospheres (atm) during an inflation at a calcified iliac artery lesion. The device was not easily removed from the patient; however, it was removed intact in one piece. A non-cordis 8 x 40 device was used as a replacement. There were no reported injuries to the patient. This was during a trans radial angioplasty procedure. The target vessel was the iliac artery. The target site vessel was severely calcified and tortuous, with 90% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device was not put into an acute bend during the procedure and was able to cross the lesion without kinking. The device will not be returned for evaluation. A product history record (phr) review of lot 82308977 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst at/below rbp¿ and ¿pta/ptca system withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics of severe calcification and tortuosity with 90% stenosis likely contributed to the events reported. However, without return of the device for analysis it is difficult to draw a clinical conclusion between the device and the reported events. According to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: if a pta catheter is torqued more than twice, the guidewire will wrap around the catheter thereby affecting the procedure or damaging the guidewire or catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon on an 8mm x 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon catheter ruptured around 8 atmospheres (atm) during an inflation at a calcified iliac artery lesion. The device was not easily removed from the patient; however, it was removed intact in one piece. A non-cordis 8 x 40 device was used as a replacement. There were no reported injuries to the patient. This was during a trans radial angioplasty procedure. The target vessel was the iliac artery. The target site vessel was severely calcified and tortuous, with 90% stenosis. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing any of the sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. The device was not put into an acute bend during the procedure and was able to cross the lesion without kinking. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 82308977 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.